Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred on the insulin pump, which did not clear after a standard restart and was resolved only after removing all supplies and fully restarting, followed by a full supply change; the user noted a brief loss of sensor readings without blood glucose impact, and the case involved a mechanical problem associated with the pump¿s delivery mechanism while using an inset teflon infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a motor stall event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.